Event description:
During a laparoscopic colon procedure, the clips did not form correctly. The clips closed by twisting their two legs. There was no consequence to the pt.

Manufacturer narrative:
Tracking#422052-0. Code 400: yielded jaws/viscous silicone. Evaluation summary: the analysis results found that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. However, no clip scissoring issues were found. No conclusion could be reached as to how this misalignment had occurred.